Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to an unknown reason and replaced with a non boston scientific transvenous device system. The boston scientific field representative did not know the reason why. This s-ICD is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.